Manufacturer narrative:
(B)(4).

Event description:
Patient reported inaccurate cgm values the sensor was inserted into the abdomen, which is off-label usage of the device. There was not a complete set of reported glucose values available to search within the parkes error grid calculator.